Manufacturer narrative:
Health effect clinical code: 4581 - pigment dispersion . Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticm5_12.1; -10.00+1.50/103 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced pigment dispersion; glaucoma and on (B)(6) 2023 the lens was explanted. It was additionally noted the patient is on anti-glaucoma drops for now. The problem was resolved. The cause of the event was reported as unknown.